Event description:
It was reported that the insulin pump alarmed during rewind process. The blood glucose reading is 222 mg/dl. Customer will treat. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and unable to prime during the prime test due to protruded/loose drive support disk. The insulin pump had cracked display window corner, scratched lcd window and cracked reservoir tube window.